Event description:
It was reported that during the implant procedure when 20 hz burst induction or defibrillation shock during vf (ventricular fibrillation) induced af (atrial fibrillation) every time it was attempted. External cardioversion shock was needed twice to return the patient back to sinus rhythm. Additionally, at the patient¿s pre-hospital discharge some oversensing was observed on the stored events for the extravascular (ev) lead preceded by small r-waves. There was also noise rejection observed but no noise seen during checks. The extravascular implantable cardioverter defibrillator (ev-ICD) and ev-lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  ev240163 extravascular (ev) lead  implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.